Event description:
It was reported that, during set up of the device, the customer turned the ventilator on and off and then the 980 ventilator became inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.